Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(4) 2012 and presented bladder spasms, pain during intercourse, lower abdominal and back pain; as a well as hematuria. The physician examined the patient and opined that everything appeared fine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.